Event description:
On (B) (6) 2010, the pt reported e4 (occlusion) error was displayed on the infusion device while bolusing. She stated that issue began yesterday and she has changed "everything." At the time of the report, the pt primed through the infusion tubing and e4 was displayed. She removed the infusion tubing and primed without error. She attached a new infusion tubing and primed without error. On (B) (6) 2010, the pt reported she continued to receive e4 errors while bolusing. She stated she disconnected from the infusion site and primed and e4 was displayed. She reported her blood glucose has been elevated to 172-215 mg/dl due to the errors. Her normal blood glucose range is 160-170 mg/dl. She switched to her backup infusion device. Upon f/u on (B) (6) 2010, the pt stated while using the backup infusion device, her blood glucose measured "hi" despite bolusing. She injected insulin via syringe to lower her blood glucose. She changed the infusion site and tubing at 5:30pm on (B) (6) 2010 and at 5:30am on (B) (6) 2010, e4 was displayed and continued to recur. She switched to a different lot of infusion sets. Upon f/u on (B) (6) 2010, the pt reported the issue has been resolved with the different lot of infusion sets. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.